Event description:
On (B)(6) 2024, the customer provided the specific troponin-I results for the patient sample. The patient sample ID (B)(6) initially generated a troponin result on (B)(6) 2024 of < 10.0 pg/ml. The repeat troponin-I result generated on (B)(6) 2024 was 915.3 pg/ml on a different analyzer. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (the complete sample ID). All available patient information was included. Additional patient details are not available. B5 - describe event or problem: additional patient information provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed alinity I stat high sensitive troponin-I result for one patient sample. The customer stated that instrument error codes were generated on alinity I processing module. The description of the errors: 1403 unable to process measurement item. Final emission intensity error. 1196 unable to process measurement item. There are no signal peaks. 1072 unable to calculate result. Processing module response is outside the defined range. The customer provided a patient sample that generated a result of < 10.0 pg/ml on (B)(6) 2024 and when the customer repeated the sample the troponin-I generated a result of about 900 pg/ml on a different instrument. The customer sent an amended report. There was no harm to the patient. There was no impact to patient management reported. On (B)(6) 2024, the customer provided the specific troponin-I results for the patient sample. The patient sample ID (B)(6) initially generated a troponin result on (B)(6) 2024 of < 10.0 pg/ml. The repeat troponin-I result generated on (B)(6) 2024 was 915.3 pg/ml on a different analyzer. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the trigger and pre- trigger alnty ci snsr bsl, resolving the issue. The module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with falsely depressed stat troponin results. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer reported a falsely depressed alinity I stat high sensitive troponin-I result for one patient sample. The customer stated that instrument error codes were generated on alinity I processing module. The description of the errors: 1403 unable to process measurement item. Final emission intensity error. 1196 unable to process measurement item. There are no signal peaks. 1072 unable to calculate result. Processing module response is outside the defined range. The customer provided a patient sample that generated a result of < 10.0 pg/ml on (B)(6) 2024 and when the customer repeated the sample the troponin-I generated a result of about 900 pg/ml on a different instrument. The customer sent an amended report. There was no harm to the patient. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.